Event description:
It was reported that during pretesting, the common carotid balloon (blue balloon) did not inflate, suggesting a possible leak. No additional complications or patient injury were reported.

Manufacturer narrative:
The device has not been received for investigation. Therefore, we could not conclusively determine the root cause of the reported incident. The failure may have been the result of a manufacturing anomaly or potential damage during packaging, shipping, or handling prior to use. The production and traceability record for the device was reviewed; no issues were found during manufacturing or packaging that would cause or contribute to the reported event. All quality control tests were completed successfully and met specification.